Manufacturer narrative:
Insulation degradation in the suture sleeve tie impressions region was noted at 16.8-17.0 cm from the pin. Destructive analysis found the inner insulation breached underneath the suture sleeve tie impressions region at 16.7-16.8cm and 16.9-17.0cm from the pin. This is consistent with the observation from the field of noise problem, inappropriate ams episodes, low lead impedance and insulation degradation.

Event description:
It was reported that auto mode switch episodes were observed due to noise on the right ventricular lead. Low impedance was also noted. Patient was asymptomatic. The lead was explanted and replaced. Upon explant, insulation degradation was noted under the suture sleeve due to a tight ligature. The patient was stable in the recovery room. The post-operatory check was normal and patient was in stable condition.